Manufacturer narrative:
Further information was requested but not received. D4 - UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Prior to procedure, it was noted that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.